Manufacturer narrative:
This customer reported that they were unable to acquire 12-lead ECG due to missing leads. There was no pt impact related to this report. The device was returned to the bench and the failure symptom was reproduced. Replacement of the trunk cable resolved the symptom.

Event description:
This customer reported that they were unable to acquire 12-lead ECG due to missing leads. There was no pt impact related to this report.